Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that he patient experienced elevated blood glucose levels and when she attempted to administer a bolus, via using the meter as a remote, the meter and the infusion device were not communicating. Her blood glucose levels continued to rise and the patient was hospitalized. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.